Event description:
Additional info receieved from the MFR on 02/10/1999: the allegations made in the report of health risks due to the presence of rayon fibers in tampons, as well as to the presence of dioxin in tampons as a result of chlorine bleaching, are medically and scientifically incorrect. None of the event descriptions in the report include any allegation that the rptr experienced any injury or illness as a result of using a tampon manufactured or marketed by the co. In fact, there is no info in the report that the rptr ever used a tampon product. No product identification info was provided. No samples of used or unused products were provided by the rptr. The disposition of products, if any, relating to this report in unknown.